Event description:
An embolic coiling procedure was performed to treat an intracranial aneurysm. A total of 3 micrus microcoils were used to fill the aneurysm. The first coil was successfully detached from its positioning device after only one detachment cycle. The second coil required 4 detachment cycles plus some mnaipulation before detaching, and the third coil required 4 cycles before detaching. There was no consequence to the add'l cycles other than to extend the total time of the procedure by about a few minutes. The coils were successfully detached, the procedure was successfully completed, the final angiogram showed good aneurysm occlusion, and the pt artery was patent and free flowing. Pt awoke 4 hours post procedure suffering from right leg weakness. A repeat angiogram revealed an embolic stroke in the vascular bed distal to (not at) the aneurysm treatment site. Because the stroke occurred after the procedure, it was reported that the stroke was related to the embolic coiling procedure in some way.